Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the system had shut down during the procedure. Troubleshooting found that f23 fuse of the image processing pc (ippc) was blown. The fse replaced the ippc. The ippc was returned for analysis. The ippc had failed due to a dead power supply unit and a damage hard disk drive bay connector. After the ippc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.